Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg the tubes would under fill. There was no report of patient impact. The following information was provided by the initial reporter: the drawing volume in almost all the sodium flouride tube is inadequate.again the phlebotomists require more time to get filled the tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination, and no issues were observed relating to underfill as all samples met specifications. A draw test was performed at the manufacturing site on 10-production lot in-house retention tubes, and all tubes were within specification limits with no issues identified with the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg the tubes would under fill. There was no report of patient impact. The following information was provided by the initial reporter: the drawing volume in almost all the sodium flouride tube is inadequate. Again the phlebotomists require more time to get filled the tube.